Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter mushroomed. The technique used to remove the catheter was unknown.

Manufacturer narrative:
Received 1 used silicone catheter. The reported issue was unconfirmed as the problem could not be reproduced. Per visual evaluation, no obvious defects or cuff rolls were observed. No other defects were observed. During the functional evaluation, no cuff rolls were formed. Per the dimensional evaluation, the catheter was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon of the catheter mushroomed. The technique used to remove the catheter was unknown. Per medwatch received: the "cuff" was noted on the catheter after removal. Both the staff and the patient noticed resistance during the removal process. There was no bleeding, and the catheter was placed as the patient was underwent surgery. Per additional information: the catheter was placed on (B)(6) 2017 by or and removed on (B)(6) 2017 by urology.